Event description:
It was reported that the tip was torn. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system was inserted into the patient and the patient had a very rigid femoral passage. After two attempts, the examiner noticed that the soft tip of the access system was torn. The access system was removed and exchanged for another one to successfully complete the procedure. There were no patient complications.

Event description:
It was reported that the tip was torn. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system was inserted into the patient and the patient had a very rigid femoral passage. After two attempts, the examiner noticed that the soft tip of the access system was torn. The access system was removed and exchanged for another one to successfully complete the procedure. There were no patient complications. Device evaluated by MFR: returned product consisted of the watchman truseal access system (was). The hub, sheath, and tip were microscopically, tactile and visually inspected. Inspection revealed tip damage (tip split and stretched). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.